Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffered aches and pain in the thigh and hip and buttock area, stiffness and difficulty, bodily injuries, physical pain, disfigurement and/or deformity and excessive levels of chromium and cobalt. Update 03/16/2015 - ppd received. Update 10/02/2015 medical records received. After review of the medical records for MDR reportability, the asr sleeve and stem are being added for the alleged high metal ions (no labs provided). The complaint was updated on: 10/26/2015.